Event description:
Procedure: lap nephrectomy. According to the reporter: the doctor used the instrument to retract the kidney during the procedure. After some time the instrument broke and 4 x plastic semi circles of material fell off within the patient. Doctor had to make an incision to remove the patient's kidney and whilst the patient was opened up he managed to retrieve all of the plastic fragments. Unfortunately the instrument has not been kept for evaluation. Corrective action taken relevant to the care of the patient: all plastic fragments have been located and removed from the patient. Patient outcome: as far as I am aware there is no issue with the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/28/2014.